Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2025, it was reported by a patient via phone that after undergoing an arthroscopic labral repair with rotator cuff repair and scar tissue debridement on (B)(6) 2024 she experienced fever, pain, and nausea 29 days post-op. On day 30 post-op it was confirmed the patient had an infection that was treated with keflex. These issues have been consistent since. The patient is scheduled for a revision procedure to have the devices removed and replaced. Additional information was provided on (B)(6) 2025 where it was reported that 2.4 mm pushlock anchors and suture tape were utilized during the initial procedure. A revision procedure is scheduled for (B)(6) 2025. Additional information has been requested. Additional information was provided on 07/07/2025 where the implant log confirms (7) ar-3636 knotless 1.8 fibertak® soft anchors were placed in the initial procedure in 2024, and were removed during a revision procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.